Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the fridge is too warm. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed with the customer that they do not have pyxis fridges, and this was a problem for their facilities department. The system functioned as intended after the issue was resolved by customer.